Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 45 retention samples from bd inventory were evaluated by visual examination and 8 retention samples by functional testing. No issues were observed for factors relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube, an unspecified number of tubes clotted. The specimens had to be recollected. There were no health impact or consequences reported.